Event description:
I had a prolene mesh system use in a hernia repair in 2008. I have been in pain ever since. My joints hurt my legs, hips and arms are weak and painful to the point of taking pain relief all day every day. Dose or amount: 1 patch; frequency: 1 time; route: im. Dates of use: 2000 - 2008. Diagnosis or reason for use: hernia.